Event description:
The reporter stated that patient experienced a blood glucose level of 2 mmol/l. The reporter stated that the patient was treated and blood glucose resolved to 4 mmol/l. The reporter stated that the pump did not seem to be keeping the time correctly. The reporter explained that the pump was switching am and pm which was causing the incorrect basal segment to be delivered. A review of the pump settings showed that the patient had rates from 1.25 units/hour to 3.0 units/hour; the reporter stated that they believed the patient was receiving the 3 units/hour at the incorrect time causing the patient's hypoglycemia. This report is made based on the allegation that the patient experienced hypoglycemia while using a pump which may have been inaccurately keeping time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated an initial time and date reset to default settings on (B)(6) 2012 at 14:23. The time and date were inadvertently set to 2:56 when delivery was resumed. The incorrect resetting of the time and date resulted in pump history inaccuracies. The pump was exercised for 29 hours with no delivery issues. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the bolus button was detached. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.